Event description:
It was reported to philips that the device had a charge/shock failure. There was no reported patient involvement.

Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the therapy pca and therapy capacitor will need replacement. The customer was provided for replacement therapy pca and therapy capacitor to rectify the malfunction. The investigation identified component issue, and replacement has been initiated.